Event description:
It was reported, undersensing was observed on the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable.